Event description:
It was reported that the insulin pump alarmed weak battery and off no power. The caller stated that this incident happened twice in the last 24 hours. No damage to the battery cap was noted. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.